Manufacturer narrative:
The stellaris unit was inspected on site by a field service engineer. The lemo connector on the footpedal had a broken positioning tab within the connector which only lets you plug the footpedal in one position. Due to the broken positioning tab, the cable was not plugged in correctly which caused the shutdown. The cause of the broken positioning tab is unknown. The device history was reviewed and found to meet manufacturing specification.

Event description:
During a procedure the surgeon connected the footpedal at which time the system shut down. The surgeon was out of the patient's eye when this occurred. The staff swapped the systems and the surgery was completed without any impact to the patient.